Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The physician observed the capsule in the pt with no evidence of attachment. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.